Event description:
Healthcare professional reported left side "capsular contracture ii, pain worsening," and via MRI and ultrasound, "discreet capsular thickening, folds and discreet amount of pericapsular fluid, simple cyst, fine peripheral liquid collections, and discrete ductal ectasia." Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture and seroma-late.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Crease/folding of implant: unable to observed. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
The events of "simple cyst" and "discrete ductal ectasia" are non-device related.

Manufacturer narrative:
Continue a.4. 57.80 kg.

Event description:
Healthcare professional reported left side "capsular contracture ii, pain worsening," and via MRI and ultrasound, "discreet capsular thickening, folds and discreet amount of pericapsular fluid, simple cyst, fine peripheral liquid collections, and discrete ductal ectasia." Device has been explanted.